Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd precisionglide¿ needle has been found containing foreign matter before use. The following has been provided by the initial reporter: foreign material on the needle. There is foreign material(black) on the 18g needle.

Manufacturer narrative:
H.6 investigation summary: one photo was received by our quality team for evaluation. Upon visual inspection it was observed that there was a black foreign matter on the cannula. A device history record review found no non-conformances associated with this issue during production of this batch. An actual sample was not returned to determine the foreign matter type. Hence, root cause could not be determined. The complaint will be re-opened and re-investigated if the sample is returned. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It has been reported that one bd precision glide¿ needle has been found containing foreign matter before use. The following has been provided by the initial reporter: foreign material on the needle. There is foreign material(black) on the 18g needle.